Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error - negligence". It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient woke up wet using the purewick female external catheter. Customer said that some urine went into the canister and most went on them. Representative suggested placement and checking for inner tube displacement. As per additional information on 15feb2023, patient still had wetness going to the bed. Customer stated that patient was advised to pinch the catheter. Customer stated that they did not get a brochure on how the patient should lay or sleep. Representative advised of positioning of the wick and that there had to be enough labia to cover the wick. Also advised that patient should be immobile and not turn or toss or the patient could experience leakage. Patient had been using the purewick product for less than 90 days.

Event description:
It was reported that the patient woke up wet using the purewick female external catheter. Customer said that some urine went into the canister and most went on them. Representative suggested placement and checking for inner tube displacement. Per additional information on (B)(6) 2023, patient still had wetness going to the bed. Customer stated that patient was advised to pinch the catheter. Customer stated that they did not get a brochure on how the patient should lay or sleep. Representative advised of positioning of the wick and that there had to be enough labia to cover the wick. Also advised that patient should be immobile and not turn or toss or the patient could experience leakage. Patient had been using the purewick product for less than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.